Event description:
It was reported that the wake button was not working, which prevented the screen from turning on and the pump from turning off. There was no reported impact to the customer¿s blood glucose level. The device is being returned, and a replacement pump has been issued.